Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc) on the ventricular channel. Technical services (ts) was consulted and discussed the beat in question was nearly flat, but the t-wave followed and since the patient had an intrinsic conduction, this was likely a fusion beat. No adverse patient effects were reported. This lead remains in service.